Manufacturer narrative:
Pump serial numbers: (B)(4). Device not returned for evaluation.

Event description:
Quarterly summary report for alleged cartridge septum issues: it was reported that the cartridge septum was damaged, resistance was felt during the fill process, or leaking was observed. The issue was resolved by using new cartridge. There was no adverse impact to the user.